Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first began within the last 6 months prior to contacting lfs. The patient, however, reported alleged readings of "136, 151, 169, and 125 mg/dl" obtained on (B)(6) 2012 at 7:30am, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets the expected value of <=20% and/or <= 20 mg/dl. As part of his diabetes regimen, the patient claimed he is on pills with diet/exercise. At the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. It was noted that an hour after the alleged issue began, the patient claimed he was feeling lethargic and out of it. By 8am that morning, the patient reported, he went to the emergency room (ER) for assistance. At the time of the ER, the patient stated, he received an oral dose of "1 nitro pill" and was tested by the ER/hospital meter with a result of "290 mg/dl." At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained inaccurate erratic readings on the subject meter and reportedly received treatment from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. Lifescan (lfs) received the test strips involved with this complaint; however, the investigation has not been completed. If the meter is returned, lfs will evaluate the meter and inform FDA of those findings in a supplemental report. At this time, lfs considers this matter closed. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up (5/18/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.